Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels highest (500 mg/dl) the customer would bolus via the pump to stabilize bg level. Reportedly, the cgm alerts did not alert when bg's were elevated. The customer did not specify when this issue began, but mentioned it is has been an ongoing issue. The customer stated that at times, they do not notice when the cgm high bg alert occurs and that the alert does not repeat. During troubleshooting with tandem technical support, it was noted that the customer had the cgm alert setting "repeat" function set to "never". The customer was guided through updating the setting.